Event description:
User reported a leak coming from the area around the pressure cooker at the bottom of the analyzer. The leak is on the floor under and around the analyzer. Patients were not affected an no operator was injured. The field service representative determined a broken water filter to be the cause, and replaced the filter. Performance tests were performed.